Event description:
Per the clinic, the patient experienced irritation at the implant site on (B)(6) 2024, exposing the receiver/stimulator. Subsequently, the patient was hospitalised for an IV antibiotics treatment however, the symptoms did not resolve (specific date duration not reported). The patient was placed under general anesthesia on (B)(6) 2024 in order to remove the device, and the device was explanted during the same surgery successfully.

Manufacturer narrative:
The device analysis report attached.